Event description:
It was reported that, a 980 ventilator generated an exhalation flow temperature and exhalation flow sensor out of range error message. The ventilator was not in use on a patient at the time the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se found that the ventilator indicated that the flow sensor and expiratory valve required calibration. The se performed calibrations and extended self-testing on the device and all tests passed.